Event description:
It was reported the rf (radio frequency) head was either "bad" or without a cord (cut or bad insulation on cable). The rf head was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable torn off at body of the rf head. Analysis also found the rf head lens is cracked and the rf head label is delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.